Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt had a warm feeling, redness, and bruising at the device pocket site. The area looked fine the night before. The pt indicated the area was not bumped and there was no known accident or incident related to the symptoms. The pt went to the ER to have it checked. The ER was unable to provide any diagnosis for the issue. The pt contacted the healthcare provider (hcp) and received antibiotics. The antibiotics "mostly took care of it, but it seems like it sticks out further." The redness returned and had spread; the area was swollen and warm to touch. The therapeutic effect was still good with the tremors well under control. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.